Manufacturer narrative:
Date rec¿d by MFR : 09jul2019, date of report: 29jul2019. The manufacturer's remote service technician performed troubleshooting with the customer. The service technician reviewed the device history report with the customer and recommended that the customer replace the central processing unit (cpu) board. The customer replaced the power management board and cpu board and re-installed the option codes and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 29jul2019. MFR. Report #: 2031642-2019-04019 is a duplicate of an event previously reported under MFR. Report #: 2031642-2019-03886. Any additional information will be submitted under the initially reported MFR. Report #: 2031642-2019-03886. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: june 24, 2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit has declared code 1218 (power has been restored) 25 times over the past two month. The unit also declared error 1104 (backup alarm failed). It is unsure if the ventilator shut down completely. The device was in use at the time of the event; however, there was no patient harm reported. The patient did not require any intervention, as the event occurred when the unit was started up. The therapist changed out the unit.